Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that prior to the start of a procedure, the navigation system became unresponsive when attempting to leave the select patient screen. The current patient exams loaded successfully, however, when entering other tasks the software became unresponsive. There was no patient present when this issue was identified.